Manufacturer narrative:
Once the product is received by the manufacturer and evaluated, the investigation will be updated. Investigation results: to date there is no device available for investigation. Therefore, no investigation possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: on the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. For further investigations we need the product for examination. Based on the investigations and results of the 8d report a CAPA is not necessary.

Event description:
It was reported that there was an issue with a monopolar handle. According to the complaint description the l- hook of the device came off at the tip base during surgery. The malfunction occurred during cauterization in a laparoscopically assisted vaginal hysterectomy (lavh). The tip fell into the surgical field and was then removed from the patient's body. An additional medical intervention was necessary for retrieval of the broken part. This event prolonged the procedure for 5-10 minutes. Additional information was not available. The adverse event is filed under xc reference (B)(4). Associated medwatches: 2916714-2020-00541.

Event description:
No updates. Associated medwatches: 2916714-2020-00710, 2916714-2020-00541.

Manufacturer narrative:
Section d: material updated. Investigation: leading device: reference code: gk384r. Device name ceramic electrode tip l-hk f/gk372r. Involved components: reference code device name. Notification number. Gk373r inner tube w/handle for gk372r. Gk370p shaft only f/modular. Monopol.electr. Failure description: all components are in a used condition. Distal end of gk384r is broken off. Investigation: vigilance investigator carried out the pictorial documentation visually1 and microscopically2. The electrode is heavily worn, residues can be found all over the surface of the ceramic and the fractured tip. Results were compared to a new gk384r. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale: based on the investigation, the failure was most likely caused by an overload situation in combination with wear and tear. Conclusion and root cause: due to the current deviation and according to explanation and rationale, the root cause of the problem is most probably usage-related and wear and tear. Corrective action: according to sa-de13-m-4-2-04-000-0 (corrective action & preventive action) there is no CAPA request necessary.